Manufacturer narrative:
The gas delivery engine (gde) was received from the customer improperly packaged without an electrostatic discharge (esd) bag. Carefusion factory service department evaluated the gde, duplicated failure and isolated the issue to a malfunctioning inspiratory flow sensor assembly not related to the reported event, a malfunctioning trans com alarm assembly caused the gde not to recognize heliox gas and give an "invalid gas ID". The failure analysis lab evaluated the inspiratory flow sensor assembly, duplicated the reported failure and isolated the issue to a defective diaphragm. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Manufacturer narrative:
Results of investigation: the ifs (inspiratory flow sensor) was returned to carefusion's failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The ifs was not passing the volume accuracy test.

Event description:
The following description of the event is a summary of the information documented by carefusion in response to info provided by a user facility rep(s). The customer reported that the device's inspire tidal volumes were reading low. No pt involvement.

Manufacturer narrative:
(B)(4). The user facility determined that the cause of this event was a gas delivery engine. The user facility was shipped a replacement gas delivery engine to repair the device and return it back into svc. The alleged faulty gas delivery engine was rec'd by carefusion on february 24, 2015, routed to the carefusion factory svc dept and staged for eval. One the eval is complete a f/u medwatch report will be submitted.